Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the approach cto microwire wire guide started to unravel during an unspecified procedure. The complaint device was removed and another was used to complete the case. No patient adverse effect has been reported. According to the complainant a portion of the device did not remain in the patient's anatomy. No additional procedures were reported as a result of this occurrence. Additional information has been request but, according to the complainant, none is available.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, documentation, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the 5mm of coil had disconnected and started to elongate 1mm from the distal end. The outside diameter of the device was within specification. A number 14 gauge passed the entire length of the wire guide. However, there were two kinks noted 1.5cm and 157.6cm from the distal end respectfully. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, an IFU is provided with the device, which states ¿this wire guide is a delicate instrument and should be handled carefully; forceful angulation should be avoided. The wire guide should be advanced only when visualizing the tip of the wire guide fluoroscopically. The wire guide should not be torqued without evidence of corresponding movement of the distal tip. Approach hydro st wire guides should never be used in conjunction with or through a metal needle cannula." Furthermore, there is no information concerning imaging used during the procedure or any resistance that may or may not have been encountered during the procedure. There is not information stating whether torqueing of the device was required. There is evidence to suggest the product was not made to specification, or that the device was damaged upon opening. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device, however may lie with the user and unintended use error. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.